Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline and did not come back on. A technical support specialist (tss) followed the knowledge article (ka), "manual recovery required datasyncinvaliduploadchangetrackingvalue" to recover the data synchronization. The tss monitored the station until "no variation" in change tracking was reached. The tss then troubleshot retry mode using the ka, "retry mode: insert into tx.transactionsession", after which the station came back up in electronic protected health information. The tss followed up to confirm that there were no further issues with the station after user validation, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was pulled offline due to flooding and remained offline for 19 days. However, there were no delays or adverse events or injuries reported based on this event.